Event description:
Needle came out and stayed inside injection site [injury associated with device]. Case description: this spontaneous case from the united states was reported by a consumer as "needle came out and stayed inside injection site" and concerns a (B)(6) female pt treated with novofine 30 (needle) from 2010 to ongoing due to "type 2 diabetes mellitus". Pt's height: (B)(6). Medical history included 2 diabetes mellitus since (B)(6) 2010. The pt reported taking "a lot" of concomitant medications (brands not specified). The pt reported on the evening of (B)(6) 2012, she used a novofine 30 needle on a novolog flexpen (insulin aspart) to administer herself a dose of insulin. Upon injecting two inches to the left of her belly button, the novofine 30 needle "came out" and stayed inside the pt. She confirmed that the needle did not break off. Later that evening, the pt went to the emergency room (ER) and received a "shot" of an antibiotic to prevent an infection (brand of antibiotic unk). An x-ray and a "tv screen" scan were performed and confirmed the needle was inside the pt's abdomen. The medical team made an incision to remove the needle, but the attempt failed and the pt was "stitched" up and sent home on (B)(6) 2012, between the hours of 2:00 am and 2:30 am. The pt confirmed, she had not been hospitalized. Later that day on (B)(6) 2012, the pt saw a surgeon who decided surgery was necessary. On (B)(6) 2012, the pt went to a clinic at the emergency room for pre-operation (details not specified). She was scheduled for surgery on (B)(6) 2012. It was confirmed that she was not hospitalized. The pt reported, she had been trained on the use of the novolog flexpen and novofine 30 needle and did perform air shots prior to each injection. The pt did not perform a function check. The pt reported that she did not re-use the needles and the needles did not have any visual abnormalities. Prior to the needle issue, the novofine 30 needle worked for the pt. The outcome of the event "needle came out and stayed inside injection site" was reported as not recovered. Reporter comment: reporters alternative aetiology: not reported.